Event description:
Requested monitor be brought back for testing in reference to swan-ganz catheter MDR 6000002-2008-06133 and follow-up MDR 6000002-2008-06133-001. (It was reported that the catheter was used during a thoracic aorta surgery. It was observed that the temperature of the right atrium increased (clinician touched the right atrium during surgery and could feel that it was hot). The catheter was used for 2 days in ICU after the surgery and removed. The right artrium got hot but there were no unusual condition with the patient from the overall findings). No patient complications were reported.

Manufacturer narrative:
Evaluation summary: co out of spec - failed ftb-burn-in test. Device returned.